Event description:
Boston scientific received information that this right ventricular lead had microdislodged. During the revision procedure, the lead insulation separated from the terminal pin and the stylet become stuck in the lead. No adverse patient effects were reported. Another lead was successfully implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.